Manufacturer narrative:
B3: event date - exact date unknown, but patient was in surgery by (B)(6) 2016. Since the patient described a colonoscopy complication, olympus selected " cf-h190l" as a representative product. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that after a colonoscopy, the patient suffered an infection, abscesses, fistulas and a perforated colon. The patient was violently ill and in surgery within a year of the original colonoscopy. She reported she proceeded to go through 2 years of surgeries, antibiotics and other various treatments. The patient stated her surgeon suspected the colonoscopy was to blame and that the infection had been present for a long time. The patient was living with scars and pain from all the surgeries and drains she had in her body to drain out the infection.

Event description:
No additional information received from the customer, despite multiple attempts.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Updated fields: h2, h3, h6, h11 the device was not returned to olympus for inspection and the complaint was not confirmed. The most probable cause of the complaint is cause not established, in which the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.